Manufacturer narrative:
The srt replaced the flow meter cable and the flow meter stepper motor during troubleshooting. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the electronic patient gas system (epgs) failed flow accuracy testing. There was no patient involvement.